Event description:
Right ruptured implant. A 35 yr old white g2p2 female status post bilateral subglandular inframammary 225cc heyer schulte gels 4/20/1978 for augmentation. Pt developed fold on right after a self performed closed capsulotomy 1 yr ago. Pt complains of systemic problems including: arthralgias, myalgias, dysesthesias,paresthesias, fatigue, adenopathy, fevers, sicca, hair loss, rashes, raynaud's, and gastrointestinal complanints etc... Mammogram 6 months prior within normal limits. Exam positive for bilateral grade iii contractures w/ bilateral axillary adenopathy. Crease felt. Otherwise healthy nonsmoker. Surgery 7/6/93 positive for pinhole rupture w/ marked bleed, thin capsule, and fibrous "histo".